Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Last name: unknown, information not provided. Device evaluation: the dcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. The cartridge tip was observed slightly deformed. The lens was returned outside the preloaded device. No damaged was observed to the lens. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger overrode the lens during deployment. Additional details received states that there was no damage to the cartridge due to the overriding. The lens was stuck in the cartridge and only the cartridge tip made contact with the eye. There was no patient injury and no medical/ surgical interventions such as incision enlargement, vitrectomy or sutures were performed. The procedure was completed successfully using backup lens. No further information available.